Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin pump had button error. The customer¿s blood glucose level was 179 mg/dl. Customer stated that insulin pump was not working. Customer stated that the insulin pump had battery out limit alarm. Customer was unable to clear the alarm. Customer was advised to observe time clock for one minute to verify if time advances and it was advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.